Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a company representative regarding a patient who was receiving bupivacaine 8 mg/ml; 5.998 mg/day and morphine 20 mg/ml; 14.995 mg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was unknown. It was reported the pump had volume discrepancies at previous refills. The amount of volumes and dates were unknown. On (B)(6) 2016 the pump had a volume discrepancy. The actual residual volume (arv) was 9.8 ml and the expected residual volume (erv) was 7.6 ml. The symptoms started a couple days later, approximately (B)(6) 2016. The patient experienced increased pain, nausea and the feeling of jitteriness/tremors. The hcp was able to aspirate the catheter access port (cap) successfully on (B)(6) 2016. A roller study was planned for (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.